Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a fall on (B)(6) 2014 and had a plate system implanted for a fractured femur, tibia and fibula. Three months later the patient had another fall and re-fractured his femur and the implant screws were reported to be broken into pieces. The revision surgery reportedly used a nailing method. No other information was reported. This report is for the second of three broken screws identified upon product return this is report 3 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter phone: (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the 3 screws are broken off between the screw-head and the shaft. The investigation shows that one plate and 8 screws were sent back for investigation. The plate shows scratches on the surface. Only 3 screws are broken off between the screw-head and the shaft, 2x 214.032 with lot. 8350652 and 1x 214.032 with lot. 2484104. On the broken off parts some residues of bone fragments are visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. The article 214.032 with lot. 8350652 was produced in a quantity of (B)(4) pieces on april 2009 and the article 214.032 with lot. 2484104 was produced in a quantity of (B)(4) pieces on april 2009. The screws were distributed worldwide and we are not aware of any other similar complaints with the lot/ article combination. Based on the available information it is likely that constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload/ fatigue failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.